Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted and is now experiencing frequent incontinence during the day, especially when he is at the desk on a padded office chair. The incontinence is more frequent than before the device was installed. However, at night, there is no leakage. The patient was scheduled to discuss the issue with a surgeon. No further information was provided.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) installed on (B)(6) 2021. The patient is experiencing frequently incontinence during the day, especially when he is at the desk on a padded office chair. The incontinence is more frequent than before the device was installed. However, at night, there is no leakage. The patient had an appointment with the surgeon (B)(6) 2021 to talk about this situation. No further information was provided.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists altered therapeutic response and incontinence as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.